Event description:
The customer reported receiving battery alarms. Troubleshooting was performed, and the alarm could no be cleared. The customer stated that the insulin pump had a frozen display, and the buttons were unresponsive. The customer stated that the device alarmed during or after the buttons stopped working. The customer's blood glucose reading was 163mg/dl. The customer stated that the battery was out for five minutes and a new battery was inserted, but the anomaly persisted. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to verify battery out limit alarm due to no button response. The insulin pump was tested with a test keypad and no frozen display noted.